Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons as a result of a corroded keypad trace. The device also was received with blank display. Problem isolated to the liquid crystal display.

Event description:
It was reported that the insulin pump was exposed to water and the device had unresponsive buttons. No further info was provided.